Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe any medical/surgical intervention for exposure including dates and surgical findings. Other relevant patient history/concomitant medications. What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings. Was the device removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experience vaginal pain, apareunia and mesh exposure in mid vagina. The mesh remains implanted considering removal. Additional information has been requested.